Event description:
The device was implanted in 2009. The doctor took the patient back in to surgery and found that the durepair was no longer visible after two weeks of fluid collection.

Manufacturer narrative:
The device has not been returned to the manufacturer.